Event description:
Additional information received reported that the physician sent the patient to get a paddle lead. Additional information received reported that the cause of the event was an ambulance ride. It was noted that there was minor dislodgement and migration. It was noted that a CT and x-ray was done and reprogramming was attempted. It was noted that there was a probable need for a revision. It was noted that the patient complained of pain. It was noted that the event had not yet fully resolved. Additional information received reported that the patient was doing a pre-operative soon for a paddle lead.

Event description:
It was reported the patient experienced a loss of stimulation and therapeutic effect as well as stimulation in the wrong location. The reporter stated they were not aware of actions required but the healthcare provider knew. It was stated impedance testing, x-rays, and reprogramming were performed and the issue was not resolved and the cause was unknown. Reportedly, the patient had a ¿rough¿ ride in an ambulance to the emergency room and after the ride, stimulation changed areas of the body. Reportedly, stimulation was in the ¿knees down¿, but needed to be in the ¿low back down.¿ it was noted in post op the patient was able to achieve stimulation in the correct area and an x-ray showed the leads did not move. It was also noted it was unknown if patient symptoms or complications were associated with the event. Additional information was requested but not known at the time of report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3776-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).